Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The error log was checked and an error code related to the oxygen blending module was found. The device's oxygen blending module board was replaced to address the issue.